Event description:
3m received info from the hospital risk manager as well as a biomed employee, reporting that a pt sustained a fourth degree burn to the right upper quadrant of their abdomen during a right shoulder arthroscopic procedure. The burn reportedly occurred under the 3m universal electrosurgical grounding pad, catalog number 9165. It was noted that a warmed blanket was placed on the pt post-op and it was at that time the burns were observed to be pink with a small blister. The burn progressed to three blistered areas and the severity was diagnosed as a grade 4 burn. The burn was two inches in diameter along with two other dime sized burns reported to be more than 1 cm deep (into adipose tissue). The pt required two skin graft procedures - the first one involved a skin expander and the second involved a skin graft to the burned areas. 3m was not informed of this injury in 2004.

Manufacturer narrative:
Pt info was not available. No other adverse pt effects were reported. If additional info is received, a follow-up report will be submitted. Conclusions: no evaluation will be performed.